Event description:
The patient had multiorgan failure with poor prognosis and a 30-pound weight gain. They decompensated requiring intubation. The patient's clinical status was complex involving recurring hypernatremia and volume overload with congestion on chest x-ray (cxr). They also had hypotension requiring 2 pressors, and enterobacter infection in the urine. The patient had a severe wound on the left lower extremity (lle) that was not healing. The family was gathered; and the decision was made for comfort measures with terminal extubation and vad discontinuation. The death was not device related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. H6: 3261 - multiple organ dysfunction syndrome no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away. Although the cause of death was unknown, the patient had failure to thrive, multiorgan failure with enterobacter infection, non-healing wounds, and recurrent volume overload/chronic obstructive pulmonary disease. The pump working as intended. An autopsy not performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Several sections of the hmii lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.